Manufacturer narrative:
(B)(4). Date of follow-up report : 08/24/2015. One ligasure ls1037 was received for evaluation. Visual inspection found no defects. The device was activated multiple times on simulated tissue with acceptable results. The jaws opened and closed normally using the handle. Additional functional testing was performed on porcine kidney tissue. Multiple seals on vessels of various sizes were made. The device was activated while pressing the button in various locations to detect any problematic activation issues. All seals were satisfactory and end tones were heard each time indicating completed cycles. The investigation found the device to function normally and within specifications.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that device did not seal the patient¿s tissue, although endtones, indicating a completed seal cycle, were heard. Blood loss was described as being less than 500cc. There was no patient injury and a new device was opened to complete the case.